Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was presented back to the electrophysiology laboratory on (B)(6) 2018. This sicd device was explanted and the electrode was surgically capped. The patient history was significant for oversensing associated with inappropriate shock delivery. The sicd device was explanted and replaced with a dual chamber implantable cardioverter defibrillator device and transvenous lead system. The sicd electrode was surgically capped.